Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient leads exhibited high pacing threshold measurements the day after the initial implant. A dislodgment was confirmed via x-ray. As result, the patient underwent a surgical revision wherein this right atrial (ra) lead was extracted and replaced with an alternate.